Manufacturer narrative:
Pls note that this submission was submitted in the test account accidentally because I wasn't aware of the production account.

Event description:
Drive received a summons via email regarding the incident involving a steerable knee walker, a product that is (B)(4). The enduser was using the knee walker when the seat allegedly broke causing the enduser to fall and sustain a serious injury to her right achilles tendon necessitating surgery. Due to lack of product information, we were unable to identify the manufacturer of the product. This report is based solely from the information provided from the summons.